Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that error message "localizer faulted" appeared. The probable cause is the camera. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ) h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The configuration of the network device interface (ndi) toolbox was checked during troubleshooting. There was an erroneous detected bump failure confirmed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot #: p901101, h2) correction and additional information added to b5 h3) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced and the system performed as intended. The 9735821r camera was returned to the manufacturer for evaluation. It was reported that there was a confirmed electrical failure. The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .428mm with a passing threshold of .250mm. H6) codes b01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.